Event description:
Wire can't be inserted through the catheter, it stops. "As per cc form": the catheter would not slide over the wire. After about 20cm of the lumen, the wire was stopped. Another evo-fc-10-11-4-b then used and the procedure is ok. Lab evaluation date: (B)(6) 2022. Visual inspection: safety trigger still in place, . Flexor kinked approx 70cm from tip and 130 cm from white tip. Functional inspection: 0.035" wire guide stuck at approximately 12cm from the tip (yellow marker.). Device actuated as intended with slight resistance (possibly due to kinks). Stent deployed and lock wire removed without issue. Kink/twist observed on polyimide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence general questions: at what stage of the procedure did the complaint occur? While inserting the evolution in the patient. What endoscope type and channel size was used? Olympus tjf-q180v , wc 4.2. What was the position of the elevator? N/a, open, closed closed. Details of the wire guide used (diameter, type, make)? Guidewire olympus visiglide2 35" 270cm. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. N/a did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. No please advise the anatomical location of the intended target site. Dhc. How long was the stent in the patient by the time this complaint occurred? None. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? N/a, yes, no. No what intervention (if any) was required? No was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day no. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No if yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? N/a. Where was the stricture located in the body? Dhc. Was there resistance felt passing wire guide through stricture? N/a, yes, no n/a. Was there resistance felt passing the evolution through stricture? N/a, yes, no n/a. Was the stricture dilated before stent placement? N/a yes, no n/a. Questions related to during insertion into patient was the product inspected for kinks or damage before use? N/a, yes, no yes was resistance felt during insertion into patient? N/a, yes, no yes. If yes, at what point? After about 20cm of the lumen, the wire was stopped, outside of the patient questions related to during stent placement did the product fail during stent deployment or recapture? N/a, deployment, recapture, other n/a. If other, please specify n/a. Was the directional button pressed during use? N/a, yes, no n/a. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no n/a was the yellow marker kept in view during deployment? N/a, yes, no n/a. Are images of the device or procedure available? N/a, yes, no] no. Questions related to during introducer withdrawal are images of the device or procedure available? N/a, yes, no no. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. N/a. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. N/a was the safety wire fully removed before removing the delivery system? N/a, yes, no. N/a did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. N/a questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) what instrument was used for stent repositioning / removal? Forceps, snare, other. N/a. If other, please specify. N/a. Was resistance encountered during advancement and/or deployment? N/a, yes, no. N/a. If yes, please when this was felt? Advancement or deployment n/a. How did the physician deal with this resistance? N/a. Was the lasso (suture) loop used during repositioning n/a.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 21-apr-23 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c1907431 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 09 may 2022. On evaluation of the device the following was observed. Lab evaluation date: 09 may 2022 visual inspection: safety trigger still in place, . Flexor kinked approx. 70cm from tip and 130 cm from white tip. Document review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿evo-fc-10-11-6-b¿ of lot number ¿c1907431¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1907431¿. The instructions for use IFU which accompanies this device instructs the user to with elevator open ,advance device until endoscopically visualized exiting duodenoscope¿ it also goes on to say ¿ visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest the user did not follow the IFU. Image review: n/a root cause review a definitive root cause of user error was identified from the available information. From the available information it is known that the position of the elevator was closed as per the instructions for use it instructs the user to advance the device with the elevator in the open position. This likely caused the kinks observed on the returned device. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and update to the failure mode on 10-nov-2023.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-6-b device of lot number c1907431 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on evaluation of the device, the following was observed: visual inspection: safety trigger still in place. Flexor kinked approx 70cm from tip and 130 cm from white tip. Functional inspection: 0.035" wire guide stuck at approximately 12cm from the tip (yellow marker.). Device actuated as intended with slight resistance (possibly due to kinks). Stent deployed and lock wire removed without issue. Kink/twist observed on polyimide. After receiving correspondence from the rep on the kink noted on the flexor, the damage was not noted during use. It is possible that the damage might have happened during handling/transportation of device back to cook manufacturing input was requested and concluded that it is highly unlikely that the polyimide kink noted in the lab evaluation was present prior to leaving cirl. In both the interim qc instruction ( (B)(4) ) and final qc instruction, the following step is listed: "pass the wire guide through the product loading it from the tip. Wire should pass through the zip port freely". Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for use ifu0062 which accompanies this device instructs the user to" remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)." It may be noted that from additional information provided, q3 the position of the elevator was closed. Therefore, a notification was sent to the product manager to consider retraining at the facility as the issue occurred prior to the evo-fc-10-11-6-b making contact with the endoscope channel, the elevator of the endoscope being in the ¿closed¿ position would not have an impact on the device and is therefore not related to the reported failure. There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause was that the polyimide became kinked/twisted during transportation/storage or device handling during prep which could have caused the wire guide to not properly load through the delivery system. Another possible root cause could be attributed potentially to device handling when loading the device onto the wire guide, if a slight curve was applied with the zip port facing upwards, this would have helped the wire guide to easily exit the zip port confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did/did not experience any adverse effects due to this occurrence. A replacement device was used successfully to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.